Event description:
A report was received that the patient had lost stimulation. The physician assessed the leads and the stimulation was not working correctly. The physician noted that the leads were broken. The patient underwent a procedure were the leads were replaced. Device malfunction was suspected. It was also reported that during the procedure the ipg was replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm model #: sc- 1110, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had lost stimulation. The physician assessed the leads and the stimulation was not working correctly. The physician noted that the leads were broken. The patient underwent a procedure were the leads were replaced. Device malfunction was suspected. It was also reported that during the procedure the ipg was replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the ipg was replaced due to the patient having difficulty maintaining a charge and longer times of charging.